Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield detached or was broken from 4 needles prior to use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: broken eclipse shield prior to use. X2, eclipse shield separate prior to use. X1, hub/collar separation. X1.

Manufacturer narrative:
H.6. Investigation summary: bd japan received samples, but only 4 photos were used for the manufacture investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism, hub/collar separation and broken safety shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism and hub/collar separation through a corrective and preventive action (CAPA) 1465371. H3 other text : see h.10.

Event description:
It was reported that the safety shield detached or was broekn from 4 needles prior to use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from japanese to english: 1} broken eclipse shield prior to use. X2. 2) eclipse shield separate prior to use. X1 . 3) hub/collar separation. X1.